Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 18.7 hardware: iphone17.1 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room (ER) on (B)(6) 2026 due to high blood glucose. The patient's blood glucose levels reached 293 mg/dl while wearing the pod between 36 and 48 hours. The pod was reportedly leaking. Symptoms reported nausea, headache, blurry vision, and vomiting. The patient was diagnosed with migraine which got triggered due to high blood sugar level. The patient was treated with an intravenous (IV) treatment consisting of advil (ibuprofen), ondansetron, and other unspecified fluids. The patient was discharged the same day.